Manufacturer narrative:
The device involved in this event has been returned and is being evaluated. A follow-up report will be submitted when the evaluation is completed.

Event description:
Coiling treatment of an aneurysm. It was reported the coil prematurely detached inside the catheter during coil re-positioning. No pt injury reported.